Event description:
The customer reported this right ventricular lead was capped due to high threshold measurements and no adverse patient effects were reported. The lead was actively implanted for approximately 9 years, 2 months.

Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the reported clinical observation cannot be confirmed; there were no adverse patient effects reported. The manufacturer was not successful in obtaining the threshold measurements. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.